Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the hub detached from the shaft of a torcon nb advantage van schie beacon tip seeking catheter prior to use. This was noted upon removing the device from the packaging. The catheter was discarded, and a new catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did provide cook with photos of the reported failure, and it was clear to see the hub was disconnected from the catheter shaft. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook concluded the device was manufactured out of specification. However, there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_hnb_rev2 ¿beacon® tip catheters¿] packaged with the device. The customer followed all relevant instructions in the IFU related to this failure. Based on the information provided, no device return, examination of a customer supplied photo, and the results of the investigation, cook has concluded a manufacturing deficiency contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1- customer (person): postal code = (B)(6) // phone =(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub detached from the shaft of a torcon nb advantage van schie beacon tip seeking catheter prior to use. This was noted upon removing the device from the packaging. The catheter was discarded, and a new catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.